Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Tamper seal was intact. Visual inspection noted a crack on the top case. The error history log was unable to be reviewed due to the blank screen. A test top case was used to duplicate the problem, which was confirmed. Root cause was attributed to an incomplete software upload by the customer. Service history review identified this device has not been in for service previously. No repair needed. Upload from bottom to top case.

Event description:
It was reported that the device would not turn on. The screen illuminates and there was a constant tone. The product fault occurred when they tried to use it, then they called biomed. There was no patient involvement and no harm/adverse event reported.